Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imagery was provided. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was not performed as no valve serial number was provided. A review of the lot history was not performed as no valve serial number was provided. The instructions were reviewed instruction for use (IFU) for edwards commander delivery system with s3, procedural training manual and no IFU/training deficiencies were identified. The edwards commander delivery system with s3 provides guidance on warnings: accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Precautions: long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Also, potential adverse events: additional potential risks associated with the use of the valve, delivery system and/or accessories include: transvalvular leak and valve regurgitation. A risk assessment was performed and reveal the following item in risk management worksheet as a potential cause that may lead to inadequate thv performance over time leading to symptoms (pvl, regurgitation, stenosis, structural valve deterioration, moderate gradient increase). Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of inadequate thv performance over time and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training including patient screening and post-procedural care. Users are informed of the residual risks associated with use of the thv through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with inadequate thv performance over time. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was unable to be confirmed as no relevant imagery or device being provided for evaluation. Due to valve serial number was not provided, the DHR and lot history review could be performed, so the manufacturing non-conformance was unable to be determined. A review of manufacturing mitigation manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, 'the procedure of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, approximately 2 years, 8 months, the patient has a severe ai which is a central leak.' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. In this case, the cause for the central regurgitation could not be determined at this time based on the limited available information provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, approximately 2 years, 8 months, the patient has a severe ai which is a central leak. The patient was treated with 23 mm s3 ultra and is doing well after the tavr procedure. The physician was not sure about the reason of central leak.